Event description:
It was reported that the catheter was torn. The 99% stenosed target lesion was located in the lower limb. A 2.0mm/1.5cm/140cm small peripheral cutiing balloon was selected for use. It seemed that the shaft weakened by applying excessive force in crossing the lesion without backup. During removal, it was noted that the catheter was torn starting from the wire port after removal from the sheath valve. The procedure was completed with a different device. There were no patient complications reported.